Event description:
Customer reported blood glucose results of 322 mg/dl, 289 mg/dl, 95 mg/dl, and 221 mg/dl, on inform system 1, 247 mg/dl on inform system 2 within 11 minutes. Customer reported no patient symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch was patient identifier (B) (6) for report on inform system 1.